Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a lithotripsy with stone extraction procedure, the basket of an ncircle delta wire tipless stone extractor would not open. The issue with this device was discovered prior to patient contact and it was not used on a patient. The procedure was successfully completed with another same type device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle delta wire tipless stone extractor was returned in an opened labeled package. The device was returned with the basket partially open. A bend in the sheath was observed at the tip of the support sheath. The handle would not open or close the basket. The handle was disassembled and the basket formation was stuck in the sheath. When the basket formation was gently pulled out, there was unknown foreign debris on the wires and tip of sheath. It was then possible to manually operate the basket, however with the handle reassembled, the handle would not actuate the basket. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The evidence from the complaint file, device history record and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly and that the device is free of debris. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) does not provide any information related to the reported issue. A bend in the basket sheath was observed that likely prevented the basket from opening and closing. When the basket formation was pulled out manually unknown foreign debris was observed on the wire and tip of the sheath. Its not know what the source of the foreign matter is, but it is visually obvious and would have been detected when the device was assembled or inspected in quality control. The foreign matter does not appear to have come from manufacturing. Cook has concluded a cause of the complaint could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lithotripsy with stone extraction procedure, the basket of an ncircle delta wire tipless stone extractor would not open. The issue with this device was discovered prior to patient contact and it was not used on a patient. The procedure was successfully completed with another same type device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.